Manufacturer narrative:
Returned for evaluation was one used drainage catheter 12f x 30cm. Visual examination of the returned device noted that it was broken into four pieces ranging in length from approx 1cm to approx 6cm. The complaint is confirmed. The od of the tube on three of the returned pieces measured to be within specifications. The condition of the fourth piece of returned catheter prevented an accurate measurement of the od. The ID of the tube on the three of the returned pieces measured to be within specifications. The condition of the fourth piece of returned catheter prevented an accurate measurement of the od and ID of the tube. Although the complaint is confirmed the exact root cause cannot be determined. Dimensional checks of three of the returned pieces noted that they met specifications for od and ID. The most likely root cause for the reported complaint is that the drainages catheter shaft was incompatible with procedural fluids used; however this cannot be definitively determined at this time. The instructions for use, which is supplied to the end user with this catalog number, contains a statement "the catheters are designed for percutaneous drainage of fluids. Warnings: do not use this catheter with alcohol. Do not use this catheter as a delivery system for nutritional supplements." During the review of the manufacturing records for the lot that was obtained through a ship history review it was observed that the manufactured lot met all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this product family and complaint type. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, physician was asked to check on the drainage catheter for a potential leak. Imaging of the device noted that the catheter had fractured in the pt. Two snare attempts were conducted ((B)(6) 2011). These attempts were unsuccessful. The catheter fragments were successfully removed surgically from the pt on (B)(6) 2011. Another drain from a different manufacturer was placed on (B)(6) 2011. There was no harm or injury reported to the pt and as of (B)(6) 2011 the pt is doing well.